Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The issue was found immediately after attaching the camera. The procedure was laparoscopic cholecystectomy. The procedure was completed with a similar device. The device was not inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The device evaluation found the device displayed a green screen and had an outer tube dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the customer requested repair of the video telescope "endoeye high definition ii", due to the device displaying a green screen (image failure). The intended procedure was an unknown therapeutic procedure. The procedure was completed with a 5¿10-minute delay. There were no reports of patient harm.